Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed an lvad internal fault alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from 19feb2026 through 03mar2026, per the timestamps. An lvad internal fault alarm was active the entire duration of the log file. The onset of this alarm was not captured. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. It was reported that the customer called and reported a lvad fault alarm on the monitor. Log files were submitted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were left ventricular assist device (lvad) fault alarms on the monitor. Log files were submitted which showed lvad internal fault flags associated with (f46) eeprom_communication_error lvad fault flags due to a fault with the communication circuitry of the lvad. It was recommended to do an lvad reset to resolve the alarms. The periodic log file indicated the event occurred prior to (B)(6) 2026.